Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir had bubbles. The insulin pump empties the reservoir without stopping. The customer¿s blood glucose level was unknown. The patient consumed three reservoirs. The insulin pump keeps running. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device tested with liquid filled reservoir and no air bubbles anomaly noted. Device primed properly. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).